Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 8 months and 14 days post the initial total shoulder arthroplasty, the patient was revised for humeral loosening and potential infection. The surgeon removed all previous implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported may be the result of the humeral stem loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. Potential infection was stated in the experience report, but was not confirmed. The reason for the potential infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificate for all explanted components was performed and the sterile lots were accepted to the requirements.